Event description:
It was reported by a customer on (B)(6) 2011, the hit buried undetected prostate calculi; there was a bright flash and beam from the tip of the fiber at 2,895 joules. No pt injury was reported.